Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a very low blood glucose reading of 35 mg/dl. Customer's father gave her 2 glasses or orange juice, cake, and glucose tablets. Customer stated that she has lost a lot of weight. Customer feels that she is getting too much insulin. Customer's blood glucose was 127 mg/dl today. Customer thinks that she received too much insulin and stated that she takes blood thinners and all kinds of medications. Customer stated that she will call back when she gets information from her doctor.